Event description:
I was updating our inventory of what we have on hand at our specialty pharmacy and when I scanned the qr code for synvisc one it came up with a total different medication and ndc. I called our software vender to see it was an error with it getting it put into their aide. That is how we found out that the qr code was wrong for the medication. I called sanofi to report to them and they told us to pull the product and not use it. We had already pulled the product. Sanofi is sending a replacement product and we are sending the product with the wrong qr code back to them. Item was on shelf and no used for patient.